Manufacturer narrative:
After further clinical review, this event has been determined to be a serious injury MDR pursuant to 21 cfr 803. The image review evaluation reported in the initial report has been revised. Received one cd of filter images from two separate medical procedures. Re-reviewed 18 dsa (digital subtraction angiogram) images that demonstrated thrombus located in the left iliac vein from a procedure on (B)(6) 2013. No images provided demonstrated angioplasty or vascular stenting of the iliac vein. One dsa image provided of a vena cava filter deployed in an upright position in the ivc. Due to the image quality, the number of limbs cannot be counted. A snare hook is identified at the top apex; however, due to the image quality the identification of the filter cannot be determined. On july 18, 2013 two dsa images were provided that demonstrate the apex the filter tilted against the ivc wall. There are no images that demonstrate the filter was retrieved successfully. Based on the images provided, filter tilt in the ivc can be confirmed. Based on the re-review of the images, the identity of the filter cannot be confirmed. Based on the re-review of the images, the identity of the filter cannot be confirmed. Based on the re-review of the images, successful filter retrieval cannot be confirmed. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation.

Manufacturer narrative:
After further clinical review, this event has been determined to be reportable. The product catalog and lot numbers were not provided; therefore, a complete manufacturing review could not be completed. The device was not returned; however images were provided for review. A cd of filter images were reviewed and a vena cavagram demonstrates a vena cava filter in the ivc in an upright position. A snare hook is visible at the apex. No real-time images were provided, filter removal difficulty cannot be confirmed. The complaint investigation is inconclusive as the device was not returned for eval and result of the image review. Based on the available information, the definitive root cause is unk. Multiple attempts were made to obtain the patient details, product identifiers and procedural details; however, despite good faith efforts the information was unobtainable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one month post vena cava filter deployment, the filter could not be retrieved. There was no reported patient injury.